Event description:
Reporter stated that patient's blood glucose was measured using the aviva system with back-to-back results of 18.0 mmol/l, 19.0 mmol/l, 14.2 mmol/l, 9.0 mmol/l 7.7 mmol/l, and 8.8 mmol/l. Reporter noted that patient did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.